Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of two therapies of synvisc (it was reported that the age of the patient at the time of first injection of first course was (B)(6).) On (B)(6) 2001, the patient initiated the third course of treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, into right knee. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis of right knee. The patient also experienced right knee effusion and 30 cc of clear yellow fluid was aspirated. The patient received treatment with intra-articular celestone (betamethasone) at a dose of 02 cc and xylocaine (lidocaine) at a dose of 01 cc for the events of synovitis and right knee effusion. On (B)(6) 2001, the patient received second synvisc injection of the third course. On an unspecified date in (B)(6) 2001, after duration of 2 weeks, the patient recovered from synovitis of right knee. On (B)(6) 2001, the patient underwent total knee replacement. The action taken with synvisc treatment was not provided. The outcome for the events of right knee effusion and total knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of right knee and right knee effusion was moderate. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related. The causal relationship for the event of total knee replacement was assessed as unrelated and for the event of right knee effusion was not provided by the reporting physician. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.